Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a fistula in an unknown vessel. During removal of a 6.0x60mm armada 35 balloon dilatation catheter (bdc), the bdc detached. The bdc was snared into the guiding catheter and the guiding catheter withdrawn with the detached armada bdc inside. A new device was not needed as this happened at the end of the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Returned device analysis noted a balloon rupture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported separation and noted balloon rupture could not be determined; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. Return device analysis noted a balloon rupture distally from the proximal seal end. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the noted balloon rupture cannot be determined since limited information was provided. Additionally, it is possible that the ruptured balloon material did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently after the initial report had already been filed, returned device analysis observed a radial rupture on the balloon approximately 14 mm distally from the proximal seal end. The material at the noted separation was jagged. The separated portion of the balloon was returned. The proximal balloon marker was returned separated from the inner member and moving freely on the separated portion of the inner member. No additional information was provided.